Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the atrial lead exhibited difficulty implanting. The lead was not implanted and replaced. The patient was in stable condition.